Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient didn¿t use or charge their ins for six months. They then indicated that they charged the ins so that they could have an endoscopy. They reported that the ins was off, but it was ¿malfunctioning¿. They explained that they were feeling vibrations in their hips and legs, noting it was just on the right side. The patient stated that they were not feeling the vibrations now, but they did 5 minutes prior to the call, reporting that the vibrations were random and not consistent throughout the day. The patient noted that the vibrations were ¿mechanical, repetitive¿ and like a ¿pulse¿. The patient connected the controller to the ins and verified that the ins was off and set to group c with program 1 available. Patient services walked the patient through turning the ins down to 0.0a and advised they speak to their healthcare provider (hcp) about the issue further. The event began on (B)(6) 2020 no further complications were reported/anticipated.